Event description:
It was reported that the ilet pump¿s screen cracked after the user dropped the device while attempting to attach it without a belt clip, and the device remained operable despite progressive screen cracking. Symptoms included no reported adverse clinical effects and blood glucose reportedly stable. Outcomes included no interruption to therapy and no alarms. Investigation included review of the event history and logistics for replacement and return. Investigation of this device revealed accidental physical damage to the display assembly consistent with user handling, with no functional performance issues reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.